Event description:
It was reported during an atrial flutter ablation procedure the temperature increased to above 50 degrees several times. The temperature would rise above 50 degrees most frequently when the power setting was set to 40w, but it would also go over 50 degrees at the 30w power setting as well. The increases in temperature led to two steam pops. When the ablation was completed the physician removed the catheter from the pt and noted the insulation was broken at the reinforced shaft close to the handle. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned catheter revealed the catheter had damage at the joint of the handle distal to the strain relief. The spring body of the catheter was visible at the damaged area. Functional testing of the catheter, while in a straight position, revealed it successfully passed ablation simulation testing at three different power settings, 50w, 40w and 30w. However, further testing performed while bending the catheter revealed temperature increases and an occlusion alarm on the pump. The damaged shaft caused kinking of the fluid lumen inside the shaft which resulted in the delivery of less saline through the tip. This was the cause for the reported temperature increases. How the damage to the catheter occurred is unk. Review of the device history record confirmed this device met mfg requirements prior to shipment. Date report submitted to FDA by MFR: (B)(4) 2011. Date the initial reporter provided the info to the MFR: (B)(4) 2010.